Event description:
During deployment of the main body graft, the proximal portion of the graft material encroached upon a renal artery. Another MFR's stent was deployed inside the renal artery to ensure patency of the vessel. Noted flow through both renal arteries were viewed at the conclusion of the procedure.